Event description:
While the surgeon was cauterizing, the insert burned through its insulation and subsequently burned the pt internally at a spot that was out of the view of the surgeon. The surgeon did not realize that the probe was burning the pt until he retracted the scope and saw the burned area. The surgeon then proceeded to withdraw the probe and remove it from the handle.